Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set leaked from an unspecified location when being purged during priming. The set was being prepared for a nitroprusside infusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, two (2) retained samples were provided for evaluation. Visual inspection of the samples did not identify any abnormalities that could have contributed to the reported condition. Functional air passage and underwater leak testing were performed on both samples; no leaks and no blockages were found. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.